Event description:
On april, 2001 the end-user's family member called minimed, USA and stated that the infusion set clicks into place, but the disconnect on its own. Bg were 318, and treated with a bolus because set keeps disconnecting. They have had 1 set with this problem. On june 2001 maersk medical received the complaint and 1 used infused set. The incident took place in USA.